Event description:
Infant circuit started smoking when connected to humidifier.

Manufacturer narrative:
One sample of the inspiratory limb was received. The pvc jacket of the wire, 71-4869, was meltted between its blue connector and the heated wire manifold. The wire was examined and determined to be the correct wire for this circuit. The resistance was checked with discontinuity found within the melted area. It could not be determined if the discontinuity was a result or a cause of the melting of the pvc jacket. There were no additional discontinuities or hot spots found within the remainder of the circuit. Melts such as this may occur if the incorrect electrical adapter is used or when only one limb of the dual heated circuit is connected to the electrical adapters. However, the respiratory rep. Has indicated that the information he obtained was tht the correct electrical adapter, 0060-23, was used with the circuit. There have been no similar melts reported for this product or the wire involved.